Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and found the electrical test code failure 50 within the logs. Powered up the unit multiple times and moved the display and coiled cable to try to replicate the issue. The fse was unable to see the issue, completed the diagnostic tests and ran the performance tests with no issues with the compressor speed also, etf 50. Let the unit run for 2 hours with no issues. The fse has passed the unit for use and returned to the customer. The unit has been approved for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that upon start up of the cs300 intra-aortic balloon pump (iabp) the screen went blank along with an error 50. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.